Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during big toe base joint rizarthrosis while removing the bone the device produced metal debris. It was further reported that fragments remained inside the joint. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8550pr powerasp was received for investigation. Visual inspection identified that the active cam and retaining ring had broken off the proximal end of the device. Damage was noted to either end of the cam spring, and the retaining ring had noticeably deteriorated. The overheating detailed in the event description is most likely the result of insufficient irrigation during use. Surface damage consistent with sites of metal debris production were noted at the distal tip of the powerasp. This is most likely the result of prying/leveraging forces applied during use.